Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system leaked blood after activating the safety device. There was no report of exposure, injury or medical interventions.